Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated they were unable to clear the alarm. Customer able to complete rewind. The device will be return for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing.